Manufacturer narrative:
Report was initially submitted on february 24, 2015. Advised by FDA on december 19, 2019 to resubmit medwatch. This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the setscrew inside the n55 (alignment indicator for helical blade inserter) was found broken in sterile processing. No reported adverse event relating to a patient. No report of a surgical delay. This report is for an unknown screw. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: one part belonging to the trochanteric fixation nail system was returned; a helical blade inserter (part# 357.372, lot# unknown, mfg date unknown), was returned with the complaint that ¿it was reported that the setscrew inside the n55 (alignment indicator for helical blade inserter) was found broken in sterile processing.¿ upon receipt of this devices it was seen that only the alignment indicator and broken locking shaft were returned. This complaint is confirmed. Given the hammer marks about the returned portion of the device, hammering during impaction or removal likely led to this complaint. Report was initially submitted on feb. 24,2015 but the FDA site was down. Advised on 04/29/15 to resubmit medwatch. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the setscrew inside the n55 (alignment indicator for helical blade inserter) was found broken in sterile processing. No reported adverse event relating to a patient. No report of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Corrected data: MFR aware date: feb 12, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.